Event description:
It was reported that the trocar had broken off shedding plastic into the patient's skin. The diameter of the drain itself was different than their prior cardinal one, and it was very painful to remove post operation in the office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may effect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. To avoid the possibility of drain damage or breakage: drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Correction: a UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar had broken off shedding plastic into the patient's skin. The diameter of the drain itself was different than their prior cardinal one, and it was very painful to remove post operation in the office. Per customer via phone on (B)(6) 2025, it was reported that the patient was a female and there was no impact to them. They could not provide the lot number. Unfortunately, they could not provide more details and had already reported all the information that they knew.